Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
There is a 12 gram tip load and then there was a transition point to the rest of the body of the wire and the tip at the transition point came off into the patient's vessel. They were not able to retrieve it but the physician did not try, granted they knew ahead of time that before this happened apparently that they weren't going to be able to fix the patient so they were going to need a bypass anyway. So, they are just going to retrieve it when they do the bypass. The actual atherectomy was aborted. The patient is fine for the moment. No complications to the patient during the actual case.

Manufacturer narrative:
The incident report contained information that the victory guidewire was fractured during the procedure of crossing the moderately tortuous, moderately calcified and chronically totally occluded lesion. The physician was not able to remove the separated distal tip from the patient's body. It was reported that there was no patient injury but patient will have to undergo a bypass surgery. There was no complication due to the un-retrieved piece of the separated guidewire. It was reported that the separated portion of the guidewire will be removed from the patient's body during the bypass surgery. The device was not returned for investigation so the complaint cannot be fully investigated. However, the customer provided information that the user experienced resistance when retracting the guidewire during the procedure due to the anatomy and applied force while withdrawing the guidewire from the patient's body. The victory guidewire dfu warns not to manipulate the guidewire if resistance is met. Guidewire manipulation must always be observed under fluoroscopy. The device lot history records have shown that there were no anomalies or non-conformances raised that could have contributed to this failure mode. The tensile and torque tests of the finished device were performed according to the specification and passed. The other required tests and inspections were performed and passed. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. Based on the information provided above the issue cannot be fully investigated and this complaint remains non-verifiable. Attachment: [(B)(4) complaintinvestigationform.pdf]

Event description:
There is a 12 gram tip load and then there was a transition point to the rest of the body of the wire and the tip at the transition point came off into the patient's vessel. They were not able to retrieve it but the physician did not try, granted they knew ahead of time that before this happened apparently that they weren't going to be able to fix the patient so they were going to need a bypass anyway. So, they are just going to retrieve it when they do the bypass. The actual atherectomy was aborted. The patient is fine for the moment. No complications to the patient during the actual case.